Event description:
The time of event is unknown. There was no report of patient harm. Operation/suction channel clogged.

Manufacturer narrative:
We checked the returned unit and confirmed that the operation channel stuck accessory/object. Based on the result, we concluded that it was caused due to the insufficient reprocessing at the facility on the operation channel. In addition, we confirmed that the light guide fiber bundle (lcb) broken, the light guide cable buckled, the remote control buttons cracked, and the operation channel resistance; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.